Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. In a recent follow up a migration with a type ia endoleak was detected. The patient was not symptomatic. An endurant aortic cuff 363649, was implanted for the treatment of the endoleak. The physician attempted to place the stent graft just below the renal arteries. While attempting to advance the delivery system superior to the pre-existing talent stent graft, the spindle became caught in the bare metal section of the proximal end of the endurant stent graft. As a result, the stent graft moved approximately 12mm proximally covering the renal arteries. The delivery system was removed and the left renal artery was cannulated, with a balloon-expandable stent placed to restore flow to the artery. Several attempts were made to cannulate the main right renal artery, without success. An accessory right renal artery remained uncovered and patent. A final angiogram revealed a widely patent left renal artery stent, a widely patent accessory right renal artery, and a main right renal artery that was still filling. There was only mild angulation of the aorta. The stent graft nearly completely covered the main right renal artery ostium. The cause of the endoleak was migration of the talent bifurcate stent graft. The cause of the migration is unknown. The talent bifurcate was not damaged during the procedure, and the endoleak was resolved. The patient was discharged from the hospital on the day after the procedure, and renal function is back to baseline. The patient had been coming in for routine follow up appointments. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: stent graft migration, endoleak. Lack of information, unknown cause of stent migration. Conclusion: stent graft migration, endoleak. Lack of information, unknown cause of stent migration.